Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility and not returned to the manufacturer for evaluation. However, procedural and other medical reports were provided for evaluation but has not yet begun and the investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. Microvention is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by microvention, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Microvention has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, microvention, or its employees that the device, microvention, or its employees caused or contributed to the event described in the report. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
As reported through the clinical study web pas notes, subject presented with an incidentally found anterior communicating artery aneurysm. According to the operative report, the anteriorly projecting anterior communicating artery aneurysm measured 6.3 x 7.5 x 8.1 mm. The physician placed 9mmx4mm web in the aneurysm and found that it was impinging over the aca. The web was replaced with a 8mmx4mm web and that device also impinged on the aca. The device was replaced with a 8mmx3mm web and impingement was noted in the aca again. The physician noted that there was intra-op contrast extravasation coming from aneurysm dome. The device was removed, and stent assisted coiling was performed to contain the rupture using a competitor stent and competitor coils. Two days post-index procedure, the neurosurgery ICU progress notes states that the patient underwent left decompressive hemicraniectomy. Four-day post-index procedure, it was reported that the patient had continued decline, progressing to gcs 3 t with ongoing nonreactive pupils' intense fontanelle. Follow-up CT and MRI demonstrated extensive very large volume bilateral and brainstem strokes. This was reportedly followed by patient demonstrating diabetes insipidus (rapid loss of urine and a sharp increase in sodium) and having extensive hemodynamic instability requiring multiple pressers. According to the neurosurgery ICU notes, the patient's condition was discussed at length with the family and it was decided the patient was to be made dnr considering exam consistent with brain death. The patient later expired. The formal cause of death is unknown.

Manufacturer narrative:
Imaging review: a single radiographic image is provided. It is dated (B)(6) 2024. It is a cropped ap working projection ica subtracted dsa. It shows what I presume is the acom aneurysm described in the complaint. A loose coil pack is seen within the aneurysm. A microcatheter is seen with its tip in the aneurysm and a coil is being pushed into the aneurysm. A loop of coil projects into the acom. There is active contrast extravasation seen around the aneurysm. This image does not explain why or how the perforation of the aneurysm occurred, as it was obtained after the perforation. It also does not show stent thrombosis, as it was obtained before stent placement.

Event description:
Additional information indicated the relationship to the endovascular procedure has been updated to causal and image received.

Manufacturer narrative:
Procedure/ medical review medical notes: a detailed medical review of medical notes for procedure date 1-11-2024 has been performed on (B)(6) 2024. As reported as part of the web pas clinical study, the patient was treated for an anterior communicating artery aneurysm measuring 6.3 x 7 .5 x 8.1 mm where a 9 mm x 4 mm web sl device was prepped and was then able to be passed through the via microcatheter and into the aneurysm. Date of this index procedure was (B)(6) 2024. Review of intraoperative data indicates that on the same day as the procedure (B)(6) 2024, a 9 mm x 4 mm web sl device was unsheathed and deployed within the aneurysm. A left internal carotid artery arteriogram was obtained, demonstrating impingement of the web device over the anterior communicating artery, with contrast stagnation to the a2 segment of right aca. Physician made an intraoperative decision to retrieve the web device from the system. On the same day (B)(6) 2024, a second attempt was made to deploy an 8 mm x 4 mm web sl which was then selected and passed through the via microcatheter and into the aneurysm. The device was unsheathed and deployed within the aneurysm. A left internal carotid artery arteriogram was obtained, demonstrating impingement of the web device over the anterior communicating artery, with contrast stagnation to the a2 segment of right aca. Data review indicates that a decision was made to retrieve this web device from the system. A third attempt was made to deploy an 8 mm x 3 mm web sl device. This device was unsheathed and deployed within the aneurysm. On (B)(6) 2024, day of index procedure performance, a left internal carotid artery arteriogram was obtained, demonstrating impingement of the left device over the anterior communicating artery, with contrast stagnation to the a2 segment of right aca. Additionally, contrast extravasation was noted from the dome of the aneurysm on (B)(6) 2024. Therefore, decision was made to retrieve the web device from the system, and to proceed with coil embolization of the aneurysm. Intraoperative data review indicates that the procedure was completed on (B)(6) 2024 with utilization of stent assisted (neuroform atlas stent 3 mm x 21 mm) deployment and coil assisted embolization utilizing a 6 mm x 15 cm target 360 soft coil and a 5 mm x 15 cm target 360 soft coils which were placed into the aneurysm sac under fluoroscopy guidance. Data review indicate that two days post-performance of the index procedure ((B)(6) 2024), the patient underwent a decompressive hemicraniectomy. Four-days post-performance of the index procedure ((B)(6) 2024), the patients general health continued to decline progressing to gcs 3 t. Post-operative data review further indicates that the patient developed diabetes insipidus with extensive hemodynamic instability. Patient was reported to have expired. Investigation conclusion a medical review of the provided medical notes was performed. The data review indicates that upon removal of the third attempted deployment of an 8 mm x 3 mm web sl device, an iatrogenic anterior communicating artery aneurysm perforation was noted and the relationship to the web device cannot be ruled out. However, without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): potential complications potential complications include but are not limited to the following: vessel puncture site hematoma, aneurysm perforation or rupture, hemorrhage, edema, thromboemboli, transient ischemic attack, ischemic stroke, neurologic deficits, parent artery occlusion, ischemia, vessel dissection or perforation, vascular thrombosis, vasospasm, device migration or misplacement, premature detachment, headache, post-embolization syndrome, infection and death. Warnings advance and retract the web embolization device slowly. Do not advance the delivery device with excessive force. Determine the cause of any unusual resistance. Remove the web embolization device if excessive friction is noted and check for damage. Do not rotate the delivery device during or after delivery of the web embolization device. Rotating the web embolization device may result in damage or premature detachment. The web embolization device cannot be detached with any other power source other than a web detachment control device. Ensure that at least two web detachment control devices are available before initiating an embolization procedure - instructions for use detachment of the web embolization device 34. The detachment control device is pre-loaded with batteries and will activate when the delivery device is properly connected. 35. Verify that the rhv is firmly locked around the delivery device before attaching the detachment control device to ensure that the web embolization device does not move during the connection process. 36. Ensure that the delivery device gold connectors are clean and free from blood or contrast. If necessary, wipe the connectors with sterile water and dry before connecting. 37. Insert the proximal end of the delivery device into the detachment control device. When the delivery device is properly connected, the light will flash green and an intermittent tone will be heard. 38. Verify the web embolization device position before pressing the detachment button. 39. Push the detachment button. During firing, the light should be solid green and the beep should be continuous. 40. Verify detachment by first loosening the rhv valve, then pulling back slowly on the delivery device and verifying that there is not web embolization device movement. If the web embolization device does not detach, push the detachment button again. If the web embolization device is still not detached, obtain a new detachment control device and attempt detachment up to two additional times. If it does not detach, remove the delivery device. 41. Verify the position of the web embolization device angiographically through the guide catheter. 42. Prior to removing the microcatheter from the treatment site, place an appropriately sized guidewire completely through the microcatheter lumen to ensure that no part of the web embolization device remains within the microcatheter. Microvention is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by microvention, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Microvention has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, microvention, or its employees that the device, microvention, or its employees caused or contributed to the event described in the report. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information provided stated, the correct patient expired date is (B)(6) 2024 and it was due to the in stent-occlusion. The aneurysm perforation occurred while the 3rd web was being removed due to te3 web impeachment. The rupture was managed with atlas stent assisted coiling which was complicated by atlas in-stent occlusion resulting in a major stroke and patient death. Eptifibatide was administered to the patient.